Manufacturer narrative:
(B)(4).

Event description:
It was reported post-paced t-wave oversensing episodes were observed at a routine follow-up. No patient symptoms were reported. The recommended programming changes were made and the patient will be followed normally.